Manufacturer narrative:
Device return evaluation was completed . The customer complaint of "forceps raising wire ,rising stand is not locked " was not able to be reproduced, however service repair found the device bending angle is insufficient due to the elongation of the angle wire. The play of the angle knob is out of the normal state due to the elongation of the angle wire. Furthermore, the following findings during inspection were noted on the device: the adhesive part of the lighting lens is peeled off. There is gap in light guide (lg) lens adhesive (dirt penetrated into the lens). Scratches on the insertion tube due to external factors are observed. Wrinkles in the insertion tube due to external factors are observed. The curved rubber adhesive part is missing. Scratches are found on the tip cover due to external factors. There is dirt on the operation part that is difficult to remove due to handling (insufficient cleaning). Scratches are found on the switch box due to external factors. There are scratches on the up/down (u/d) knob due to external factors. Scratches are found on the grip due to external factors. The forceps plug cap has been scraped off due to external factors. Scratches are found on the universal cord due to external factors. Scratches on the scope connector side of the universal cord due to external factors water coverage is recognized on the electrical connector. Scratches are found on the scope connector due to external factors. There are scratches on the right/left (rl) angle fixing knob due to external factors. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of forceps raising wire elongation .the rise of the table is slow and the rising stand is not locked . The issue found during an unknown event. There was no patient harm, no user injury reported due to the event. Device evaluation found gap in light guide (lg) lens adhesive, (dirt penetrated into the lens). This report is being submitted for gap of the adhesive in lg lens , dirt penetrated into the lens through the gap found on device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event was likely caused by physical stress such as dropping or hitting, or deterioration by chemical stress during reprocessing. The event can be prevented by following the instructions for use which state: ¿do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force.¿ olympus will continue to monitor field performance for this device.